Event description:
Right side: physician reported explant surgery due to capsular fibrosis and a large seroma detected on one side, side not specified. Baker grade not specified. Physician suspects a lymphoma. See MFR report # 9617229-2015-00119 for the left side.

Manufacturer narrative:
UDI # na.